Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a chaffing skin irritation. The patient reported that their doctor prescribed them a cream to assist with the rash. Follow up indicated the patient's medical condition improved.